Event description:
It was reported that the customer was hospitalized with high blood glucose of 665 mg/dl and diabetic ketoacidosis. Her symptoms included nausea and vomiting. It was also stated, the customer has multiple sclerosis and kidney disease. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.